Manufacturer narrative:
Additional information was added to d1, d4 (catalogue #, UDI #), d9, g4 (510k #), h3, h6, and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: one actual sample was provided for evaluation with an amia patient connector attached. Visual inspection was performed and observed the dark blue female connector was separated from the light blue main body. The transfer set was connected and disconnected using the returned patient connector by hand with no issues. The report on connection issue was not verified, however, the sample did not met specification due to the separation. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect the patient line from the transfer set. This occurred when disconnecting from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.